Manufacturer narrative:
(B)(4).

Event description:
Patients' nurse contacted dexcom on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the data was not able to be retrieved from the receiver. No additional event or patient information is available.